Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pre-op diagnosis l5 vertebral body fracture. Intra-op, surgeon accessed l5 vertebral body with trocar. Bone was extremely hard. As surgeon tried to redirect angles for access into vertebral body, the cannula started to bend and eventually cracked in half right where the cannula begins to taper. The device came in contact with the patient. The physician had to make an open incision and expose the pedicle to retrieve the broken trocar. No fragment of the device remained inside the patient. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis: the tube was returned in to section with extreme damaged around the fractured area. There does appear to be a crease in the tube when the bend occurred. Once the tube collapse the strength of the tube is compromised and can lead to failure. If information is provided in the future, a supplemental report will be issued.